Event description:
The customer called and stated that he felt dizzy. While on the phone, the customer lost consciousness and his wife took over the phone call. The customer's wife was advised to seek medical attention for the customer. A follow-up call was made and found that the customer had just started using the insulin pump at the time of the event. The customer's doctor stated that the basal rates were set too high, causing the customer's blood glucose levels to go low. It was reported that the customer was taken to the hospital as a result of the hypoglycemic episode. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.